Event description:
Police attended to a person diagnosed in full arrest. CPR was administered upon their arrival. The device was connected to the pt using disposable defibrillation electrodes. The device allegedly displayed a continuous connect electrodes message and use of the device was inhibited. An als crew arrived and took over treatment of the pt. Shocks were administered using the same defibrillation electrodes with a manual defibrillator. Intubation was attempted. However, the pt's lungs were filled with fluids. The pt was not resuscitated. The reporter indicated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on an assessment of the pt's condition.